Event description:
The patient also had a possible small stitch abscess but there was no new antibiotics or intervention being taken for that. No further relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, f10, clinical event coding correction: the initial MDR inadvertently omitted the small stitch abscess reported.

Event description:
The patient's mother reported that the patient had been on 2 rounds of antibiotics post initial vns implant. Follow-up with the surgeon found that the antibiotics were prescribed due to a concern of possible wound dehiscence caused by the patient being young and thin. This concern has since resolved. The manufacturer's device history records of the patient's generator was reviewed. Sterility of the generator prior to release for distribution was verified. No further relevant information has been received to date.